Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the contact read on a diabetes forum that customers have experienced cartridge change errors. There was no reported impact to blood glucose levels. The contact provided no further information and did not provide name of forum/publication.